Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to an outside hospital with a lactate dehydrogenase (ldh) level of 1100 u/l. The patient's inr had recently been sub-therapeutic. A heparin infusion was started for possible pump thrombosis. No pump power or estimated flow elevations were noted upon interrogation of the system controller. A pump exchange was performed on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The device was returned assembled with the driveline cut approximately 6 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor upon disassembly of the device revealed a thrombus formation surrounding its bearing ball. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Although a specific cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase levels and hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 06/14/2016 stating that symptoms of hemolysis were also observed along with the elevated lactate dehydrogenase (ldh) levels. The patient did not have any relevant coagulopathy issues, and the patient's anticoagulation regimen was 11.25 mg of heparin on mondays, wednesdays and fridays and 7.5 mg on all other days. Following the pump exchange, the patient was readmitted for elevated ldh levels and was discharged after no intervention. The patient's inr and ldh level is being closely monitored with frequent follow-ups.